Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event. A treatment was delivered at 11:07:55 on (B)(6) 2015. The ECG at the time of the shock is not available for review. The response buttons were not pressed during the event. The continued to use the lifevest.

Manufacturer narrative:
There was no death associated with the defibrillation. Device evaluation of electrode belt sn (B)(4) was accomplished through a review of the patient's downloaded flag file. Review of the data does not indicate any belt malfunction related to the defibrillation event. Device evaluation of monitor sn (B)(4) has been completed. A review of the patient's downloaded flag file confirmed that the device declared a treatable arrhythmia and subsequently delivered a treatment defibrillation. The associated ECG strips of the treatment event could not be recovered due to an sd card fault. As such, the exact rhythm at the time of the event cannot be confirmed. Since we cannot definitively confirm that the treatment was appropriate, we are reporting this event out of an abundance of caution. The sd card fault did not preclude the device's ability to detect an arrhythmia and deliver a treatment defibrillation. Root cause investigation into the sd card fault is underway. Device manufacture date: monitor sn (B)(4). Electrode belt sn (B)(4): 01/2015. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.